Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No frozen display or moisture damage on electronic assembly or motor noted during testing. The insulin had minor scratched lcd window, cracked display window corner and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the screen was frozen with a button error alarm. The customer reported that the insulin pump got exposed to moisture. The customer's blood glucose was 10.8 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.